Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibia baseplates, catalog number: 42532006402, lot number: 62530247. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00192.

Event description:
It was reported that a patient underwent an initial knee procedure approximately three years ago. Subsequently, the patient was revised due to tibial loosening. Upon examination surgeon remarked that there was a significant amount of pitting on the topside of the articular surface. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products: persona all polyethylene patella, catalog #: 42540000032, lot #: 62352421, persona posterior stabilized femoral, catalog #: 42500006002, lot #: 62436099. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The surgeon further reported that during the revision procedure aseptic synovitis was noted. The patient further alleged that she experienced burning pain in the knee, muscle pain in the thigh and hip, and swelling which is why a revision procedure was performed. The patient further alleged during the right revision procedure there was a delay in procedure of approximately one hour and bone loss.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The devices were evaluated and the reported event was confirmed. An articular surface fixed bearing posterior stabilized (ps) right 11 mm height and a tibia cemented 5 degree stemmed right size c were returned for evaluation. The articular surface exhibits dings on the front surface and gouges on the back side and its pitting was confirmed. Dimensional analysis of the both the devices found no deviations from the print specifications. Pre and post melt photographs on the retrieved articular surface were performed. The amount of pitting on the topside and backside of the articular surface has been decreased, but not removed completely. This is an indication that there was some wear of the material noted on the original surface, which is not uncommon for conventional uhmwpe. The slight yellowing of the condyle on the articular surface after re-melt is due to the proteins in the synovial fluid that were absorbed during the duration in-vivo. A device history record review was performed and no deviations were identified. A complaint history search was performed and no actions are required. Operative notes for primary surgery show that the patient underwent primary knee arthroplasty on (B)(6) 2014 due to osteoarthritis of the right knee. The surgery was completed with no complication and central tracking was obtained for the patella and stable knee with appropriate range of motion achieved. Operative notes additionally confirm that a revision surgery was performed on (B)(6) 2017 due to tibial component loosening and aseptic synovitis and the cemented zimmer persona was replaced with nexgen stemmed cemented tibia. The surgeon found joint effusion and synovitis. Furthermore, revision operative notes state that some destruction of the intramedullary bone was observed on the tibia and it concluded that third body particles may have contributed to the pitting seen on the articular surface components. The description provided by revision operative notes indicate that the tibial component may have subsided, which could contribute to increased force on the articular surface and lead to further wear. The tibial and articular surface components were removed and a new nexgen tibia provided a stable knee. Range of motion (0-130 degree) was superb and good ligamentous balance was obtained. Per the packaging insert for the articular surface, loosening of the prosthetic knee components is considered to be a known adverse effect of the procedure. A root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.